Manufacturer narrative:
Device evaluation: product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
A customer reported that a zcb00 intraocular lens (iol) 19.0 diopter was explanted due to improper fit. The lens was replaced with another lens of the same model but a higher diopter (22.0). The incision was enlarged to remove the iol. Sutures were not used. There was no patient injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/9/2017 device returned to manufacturer ¿ yes. Device evaluation: on (B)(6) 2017 the return sample was received. The lens was observed cut off in 2 pieces. Visual inspection at 10x microscope magnification was performed and small particles that could be related to handling the unit out of a controlled environment are observed on the surface of the iol. Residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) were detected in the iol. Some scratches are also observed at the optic zone, indicating the device was handled and prepared for surgical use. Based on the evidence observed, the condition of the lens is consistent with a unit that has been damaged by the contact of the metal rod tip from the hand piece tool during surgical process. The reported device issue could not be verified. All pertinent information available to the manufacturer has been submitted.